Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with gorney suction dissector. It was reported that the new instrument was "broken" after it was used a few times. There are no information about possible patient harm. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the working end is broken off at the connection area to the handle. The fracture pattern shows a force fracture due to overload. However, a small gap can be found at the welding seam, most likely due to an uneven gap during welding procedure. This deviation was probably not the cause of the fracture, but it may have encouraged the fracture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures/ preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. Product will be forwarded to the q-coordinator of the production plant. Based on the investigations and results of the 8d report no CAPA is necessary.